Event description:
A customer contacted beckman coulter inc. (Bec) reporting a 1ml leak of clear fluid from the probe of their coulter act diff analyzer near the end of the start up. The customer was wearing gloves at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
Bec customer technical support (cts) performed troubleshooting with customer over the phone and had customer change the dual diluent filters on the instrument. The customer then reran several startups with no leak. The issue was resolved. Platelets (plt) failed after the filters had been changed, however this was unrelated to the leak. Cts had the customer prime the sweepflow 3 times, wet prime once, prime sweepflow 3 times again and run startup. Plts then passed. The leak was resolved through customers replacement of dual diluent filters. Plt failing issue was resolved through troubleshooting performed by cts as described above. (B)(4).